Event description:
It was reported that the device was beeping continuously. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed both housings cracked and a damaged downstream occlusion (dso) sensor. Event history log review was not applicable. Functional testing was unable to replicate the reported issue; however, it was found that the real time clock (rtc) battery recorded 2630 days which was over limit. The root cause was unknown. Preventive service and secondary repairs were performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.